Event description:
The user facility reported they experienced a total loss of image during two separate procedures. In both cases, the procedures were completed with the use of another similar endoscope. There was no pt harm associated with either event.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The device was found flickering upon receipt. The investigation found that the electrical connector for the charge coupled device was damaged. After the electrical connector was replaced, the image was found to be okay. Olympus concluded the user's experience was caused by a damaged electrical connector.